Event description:
Boston scientific (formerly guidant) received information from the patient in response to a device tracking mailing. The patient's ancure endograft was explanted two years and seven months post implant. The patient noted that another surgery was performed on his large aneurysm. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned. No additional information is available at this time. If additional information becomes available, this event will be updated.